Event description:
It was reported that when a patient presented to the hospital after experiencing an alert for low biventricular pacing percentage, intermittent atrial undersensing was noted on a real-time egm. Far r-wave oversensing was also observed resulted in multiple auto mode switch episodes. Programming changes were made. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.